Manufacturer narrative:
A ge service representative performed an investigation. The gib, ffb and hv regulator boards were evaluated and reseated. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system would not boot up. This resulted in a loss of imaging functionality. There is no report of injury or death associated with the event described in this complaint.